Event description:
Apparent malfunctioning set screw on pacemaker. Pt had insertion of pacemaker. Returned to or for what is believed to be malfunctioning of atrial lead. In or 3 days later, no evidence of lead problems identified. Leads put back into pacemaker and set screw applied. However, with slight traction the lead would slip right out. This was reproduced, several times with both regular screwdriver and torque wrench screwdriver. With this, a new generator was placed and old pacemaker is to return to product MFR for evaluation.